Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that patient presented to the hospital with complaints of pain. During examination, pleural effusion was observed. Review of the x-ray did not appear that the atrial lead caused perforation. Lead repositioning was attempted but was unsuccessful, as the atrial lead would not remain in-place. The lead was explanted and replaced. The procedure was completed successfully with no adverse consequence to the patient.